Event description:
This unsolicited case from united states was received on 15-dec-2017 from a patient. This case concerns a patient of unknown age and gender who received treatment with synvisc one and later after unknown latency it was difficult to walk/unable to walk, problems bearing weight and had pain since having the injection, chills, fever, tightness in knee, knee still is warm to the touch, swelling occurred on the side of the knee and had left knee pain. Also device malfunction was identified for the reported lot number. No concurrent condition was provided. The medical history included pain, was overweight. The past drugs included monovisc (injection 2 years ago in her right knee, had no problems from that injection, other than a sensation of slight pressure) and steroid (injection in her left knee about 8 months ago. She had another steroid injection in her left knee a week prior to synvisc-one). The patient had no allergy. The concomitant medications included: ibuprofen (advil), or naproxen sodium (aleve), or acetylsalicylic acid (asa) since the injection. On (B)(6) 2017, at 9 hours the patient initiated treatment with intra-articular synvisc one injection once (dose: unknown) for left knee osteoarthritis (batch/lot number: 7rsl021; expiry date: unknown). The product she received was from doctor's office stock. She was not sure when it was opened with respect to the time of administration. She was given a lidocaine injection beforehand. She does not know if or how the area was disinfected. She was still having trouble getting around. She had to cut a shopping trip short due to her knee. Since the same day, the patient experienced extreme pain, knee weeped the first couple of days. At 16:00 the patient felt tightness in her knee. After the injection she went back to work and walked around a little so it would not get stiff. She did not do any other activities. It became increasingly difficult to walk. On (B)(6) 2017, early the next morning at 0100, she got out of bed to use the restroom and could not walk at all. She could not walk for two days. After the shot. She is now using a cane to walk. She was not using a cane prior to synvisc-one. Prior to the injection she had pain with walking, but could still bear weight. On an unknown date in (B)(6) 2017, the patient had chills, fever, for vthe first two days with swelling and was not able to walk. It was reported that it had been 9 days now and patient was using cane to walk. On an unknown date in (B)(6) 2017, after unknown latency the patient had problems bearing weight and had pain since having the injection. On an unknown date in (B)(6) 2017, the knee was still warm to touch she had swelling the size of two golf balls. The swelling occurred on the side of the knee opposite where the injection was placed. She feels a lot of pressure in the knee. She has not had any fluid drawn off. She is amazed at how bad it was. Her knee was actually pretty good prior to the injection. The swelling is almost gone now but there is still a little bit on the upper part. It was reported that the fever was gone now. The doctor thinks it's just inflammation that some people get with the shot but the patient could not imagine not being able to walk the first 2 days is right. If I've been contaminated with something the patient wanted to know what the potential dangers could be with this. Her physician informed her that she received product from the lot affected by the recall. She denies any chronic health conditions. She does not have any prostheses or pacemaker. The physician prescribed celebrex which she has yet to start. Corrective treatment: cane for difficult to walk/unable to walk; not reported for rest of the events. Outcome: recovered for fever; unknown for rest all the events. Seriousness criteria: disability for device malfunction and difficult to walk/unable to walk. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Pharmacovigilance comment: sanofi company comment dated 22-dec-2017: this case concerns a patient who received treatment with synvisc one and later the patient had difficult to walk/unable to walk, weight bearing difficulty, left knee pain, left knee swelling, joint warmth, chills and fever. A temporal relationship can be established with the product administration. Also, the concerned lot number has been identified to have malfunction by the company. Thus, the causal relationship of the events to the products cannot be excluded

Event description:
This unsolicited case from united states was received on 15-dec-2017 from a patient. This case concerns a patient of unknown age and gender who received treatment with synvisc one and later after unknown latency it was difficult to walk/unable to walk/problems walking, problems bearing weight and had pain since having the injection, chills, fever, tightness in knee, knee still was warm to the touch, swelling occurred on the side of the knee, had left knee pain, patient couldn't get out, knee would not bend and had inflammation. Also device malfunction was identified for the reported lot number. No concurrent condition was provided. The medical history included pain, was overweight. The past drugs included monovisc (injection 2 years ago in her right knee, had no problems from that injection, other than a sensation of slight pressure) and steroid (injection in her left knee about 8 months ago. She had another steroid injection in her left knee a week prior to synvisc one). The patient had no allergy. The concomitant medications included: ibuprofen (advil), or naproxen sodium (aleve), or acetylsalicylic acid (asa) since the injection. On (B)(6) 2017, at 9:00 hours the patient initiated treatment with intra-articular synvisc one injection once (dose: unknown) for left knee osteoarthritis (batch/lot number: 7rsl021; expiry date: unknown). The product she received was from doctor's office stock. She was not sure when it was opened with respect to the time of administration. She was given a lidocaine injection beforehand. Patient does not know if or how the area was disinfected. The same day, at 11:30 patient could not walk. It was so painful and the knee was so stiff that it took a good 5-10 minutes to shuffle to the bathroom. The patient was still having trouble getting around. Patient had to cut a shopping trip short due to her knee. Since the same day, the patient experienced extreme pain, knee wept the first couple of days. At 16:00 the patient felt tightness in her knee. After the injection she went back to work and walked around a little so it would not get stiff. She did not do any other activities. It became increasingly difficult to walk. On (B)(6) 2017, early the next morning at 01:00, she got out of bed to use the restroom and could not walk at all. Patient could not walk for two days after the shot and was now using a cane to walk. Patient was not using a cane prior to synvisc-one. Prior to the injection patient had pain with walking, but could still bear weight. The knee could not bend for 3-4 days and patient was in excruciating pain, all she could do was sit in a recliner. When patient was not walking, the knee ached, was swollen and hot to the touch (latency: unknown). On an unknown date in (B)(6) 2017, the patient had chills, fever, for the first two days with swelling and was not able to walk. It was reported that it had been 9 days now and patient was using cane to walk. The physician stated that it was only the inflammation. Patient took naproxen sodium (aleve) and iced it. On an unknown date in (B)(6) 2017, after unknown latency the patient had problems bearing weight and had pain since having the injection. On an unknown date in (B)(6) 2017, the knee was still warm to touch patient had swelling the size of two golf balls. The swelling occurred on the side of the knee opposite where the injection was placed. Patient felt a lot of pressure in the knee. Patient has not had any fluid drawn off. Patient was amazed at how bad it was. The knee was actually pretty good prior to the injection. The swelling was almost gone now but there was still a little bit on the upper part. It was reported that the fever was gone now. The doctor thinks it was just inflammation that some people get with the shot but the patient could not imagine not being able to walk the first 2 days was right. If I've been contaminated with something the patient wanted to know what the potential dangers could be with this. The physician informed the patient that she received product from the lot affected by the recall. Patient denied any chronic health conditions. Patient does not have any prostheses or pacemaker. The physician prescribed celebrex which she has yet to start. On an unknown date in (B)(6) 2018 (one month later), patient could only walk for about 15-20 minutes and then it hurt so badly that I had to rest for a while. Patient was getting better and being able to walk longer now. Corrective treatment: cane for difficult to walk/unable to walk/problems walking; naproxen sodium (aleve) and ice for inflammation; not reported for rest of the events. Outcome: recovered for fever; not recovered for difficult to walk/unable to walk/problems walking; unknown for rest all the events seriousness criteria: disability for device malfunction and difficult to walk/unable to walk/problems walking an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Additional information was received on 04-jan-2018 from the patient. Additional events of patient couldn't get out, knee would not bend and inflammation were added with details. Event verbatim of difficult to walk/unable to walk was updated to difficult to walk/unable to walk/problems walking along with its outcome. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 4-jan-2017: this case concerns a patient who received treatment with synvisc one and later the patient had difficult to walk/unable to walk, weight bearing difficulty, left knee pain, left knee swelling, joint warmth, chills and fever. A temporal relationship can be established with the product administration. Also, the concerned lot number has been identified to have malfunction by the company. Thus, the causal relationship of the events to the products cannot be excluded.